Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device's life cell capacity was less than expected. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information in (B)(6) 2010 that this device's monitoring voltage reached 2.6 volts in less than 27 months (total implant time). Additionally, the charge time in (B)(6) 2010 was 12.3 seconds. The local representative requested a longevity calculation. The estimated longevity was calculated at less than one year. Technical services recommended that the local representative should demonstrate the type of tones that the device will generate once elective replacement indicator (eri) is triggered. The local representative reported that device tones had already been demonstrated and the audible tones could be heard by the patient. Additionally, the device is being following through the latitude monitoring system. Technical services recommended that the device should be replaced within 30 days following eri declaration. Another local representative contacted technical services in (B)(6) 2010 to report that this device is included in the shortened replacement window advisory and there was an allegation of premature battery depletion. The physician was planning a device replacement procedure and asked about device warranty. The local representative contacted the warranty department to discuss device credit. Subsequently, boston scientific crm received information from an implant form that this device was explanted and was enroute for laboratory testing.